Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material adhered to the device. But could not identify the type of the material. A definitive root cause of the foreign material remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign object in the charged coupled device glass. There was no patient involvement.